Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices were tested outside of the patient and the clips came out malformed. A competitor's device was used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Jaws instrument b: batch # g9jx40, exp date: 03/22/2015. The analysis results found that the (B)(4) device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the root cause of this issue. No conclusion could be reached as to what may have caused the reported incident. The analysis results of the (B)(4) device (b) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one clip conforming with tissue present was released. Due to the antibackup feature was non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects. This device is included in the 4/5/2007 shortened replacement window advisory population.